Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. No DHR review performed. A device history record (DHR) review could not be conducted as the lot/serial number was not provided by the complainant. Or the product is non traceable.

Event description:
It was reported that on an unknown date, after a novasure procedure, when the device was extracted the sheath was crumpled and the array was torn. No injury to the patient was reported. No other information is available.